Event description:
It was reported that the device was contaminated. A 4mmx10cm interlock-35 coil was selected for use. During preparation, when the device that arrived was checked, a blood-like stain seemed to have adhered. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A sealed box was returned for this complaint, per visual review it was noticed a blood-like stain adhered to the plastic wrap on the outer side. No other issues were identified during the product analysis.

Event description:
It was reported that the device was contaminated. A 4mmx10cm interlock-35 coil was selected for use. During preparation, when the device that arrived was checked, a blood-like stain seemed to have adhered. No patient complications were reported.